Event description:
While using a byte night aligners, patient reports chipped teeth caused by aligner treatment. Patient was examined by their dentist and found the anterior bite on the right side is misaligned, chipped teeth, slight crowding of the upper teeth and moderate lower arch crowding. The front teeth overlap excessively that the bottom teeth bite into the palate. The upper front teeth are slightly ahead of the lower as is normal, but some upper front teeth are behind the lower, leading to excessive wear. Lower midline is shifted to the left, while upper midline is on. The dentist examined the patient and has recommended a treatment plan of the following: comprehensive orthodontic therapy addressing all noted problems, comprehensive orthodontics sl metal braces and optimize space for future implant.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.